Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting tubing, tightening connections, and delivering boluses. Although the occlusion alarm recurred multiple times, a successful bolus was eventually delivered after replacing the cartridge and supplies. The customer was advised to replace supplies as necessary and continue with insulin therapy, with a follow-up requested for further assistance.